Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Report source: email.

Event description:
Reported faint pink line false positive sars result for 1 asymptomatic consumer. The consumer communicated the result was confirmed negative the same day by molecular (pcr testing) and another rapid antigen assay.